Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of the debris in the air/water nozzle. From the results of the component analysis, it is likely that the substance derived from the facility environment (tap water, silicon-based chemicals, etc.), but it could not be specified due to the wide range of origins. In addition, the investigation was unable to identify the cause of the foreign matter remaining in the nozzle, as the information obtained from the user facility did not provide the occurrence of the problem. According to the investigation, the customer appeared to be reprocessing the device correctly. This issue is addressed in the instructions for use (IFU): the inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] inspection of water supply 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image. 3. Release the air/water button. Visually confirm that water stops flowing on the endoscope screen and the button returns smoothly to its original position. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the scope was cleaned, disinfected and was sterilized before it was sent to the customer. The customer is unaware when the foreign material adhered to the scope. There was no delay in the start of precleaning. The customer flushes the air/water nozzle with water and air. The customer wipes/brushes the air/water nozzle with clean lint-free cloths, brushes or sponges. The air/water nozzle was flushed with detergent solution.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition to the findings reported in b5, the bending section cover was scratched, the adhesive on the bending section cover adhesive was chipped, cracked and had a white-clouded area. The suction cylinder was shaved, the dots on the water detection sticker were smudged and connected. The plastic distal end cover had a dent and scratches were found on the device. Due to the worn angle wire, the bending angle in the up direction and the play of the up/down knob were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the colonovideoscope had paint peeling on the suction button. Upon inspection evaluation of the returned device, nozzle was found to be clogged with debris which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.